Event description:
From staff: ortho provider was doing a right metatarsal-phalangeal joint fusion as well as a 2nd and 3rd metatarsal head excision on patient. Set being used was alps set. When putting in one of the 2.5 mm locking screws with the 1.3 square screwdriver, the tip of the screwdriver broke off onto the screw and the surgeon was unable to retrieve it after several attempts. The tip of the driver was then left in the screw that was in the patient. The ortho provider felt this would cause no harm to patient. From op report: while placing the final screw in the first metatarsophalangeal plate, in the proximal hole, it was noted that the screwdriver from the alps set, the tip had broken off in the screw. Several attempts were made to try to remove the tip of the screwdriver, which were unsuccessful. This was unable to be performed, as the screwdriver head was flush with the head of the screw. This appeared to be jammed into the screw head. At this point, I decided that I would leave this in place and would inform the patient as I do not expect there will be any difficulties from having this extra piece of metal in the screw head. Please note the device was discarded by operating room staff so the device information is what we were able to pull from another device from the same manufacturer.